Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level has been elevated (300s mg/dl) since the day prior to contacting tandem technical support. Correction boluses via the pump were administered to address bg level. Customer reported bg level was 218 (mg/dl) at the time of the call. The customer stated the reason for the elevated bg level was unknown and declined troubleshooting with tandem technical support.